Manufacturer narrative:
Updated data: b2. B5. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 days following the implant of a transcatheter aortic valve, the patient died due to an unspecified infection. Additional information was received that per the physician, the valve and implant procedure did not cause or contribute to the infection; however, the route and type of infection are unknown. Additional information was received that the death was caused by multi-organ failure due to septic shock. Per the physician, the valve, delivery catheter system (dcs) and implant procedure did not cause or contribute to the death. Additional information was received that unspecified intervention was performed. Per the physician, the cause of the septic shock was thought to be due to a cardiovascular device or catheter. The valve did not cause or contribute to the multi-organ failure; however, it was unknown whether the implant procedure contributed to the multi-organ failure.

Manufacturer narrative:
Corrected data: additional codes. Annex f code was erroneously omitted from supplemental medwatch 003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 days following the implant of a transcatheter aortic valve, the patient died due to an unspecified infection.

Manufacturer narrative:
Updated data: b5. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; lot: 0013008933; UDI: (B)(4); manufactured date: 2025-09-08; use by date: 2027-09-08; implant date: n/a; FDA site ID: 9612164. H6. Annex b code was added pertaining to the dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 days following the implant of a transcatheter aortic valve, the patient died due to an unspecified infection. Additional information was received that per the physician, the valve and implant procedure did not cause or contribute to the infection; however, the route and type of infection are unknown. Additional information was received that the death was caused by multi-organ failure due to septic shock. Per the physician, the valve, delivery catheter system (dcs) and implant procedure did not cause or contribute to the death. Additional information was received that unspecified intervention was performed. Per the physician, the cause of the septic shock was thought to be due to a cardiovascular device or catheter. The valve did not cause or contribute to the multi-organ failure; however, it was unknown whether the implant procedure contributed to the multi-organ failure. Additional information was received that one week following the implant of the valve, the unspecified infection was first observed and conservative treatment was performed.

Event description:
It was reported that approximately 9 days following the implant of a transcatheter aortic valve, the patient died due to an unspecified infection. Additional information was received that per the physician, the valve and implant procedure did not cause or contribute to the infection; however, the route and type of infection are unknown.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D4. H4. Device mfg date. H6. Annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 days following the implant of a transcatheter aortic valve, the patient died due to an unspecified infection. Additional information was received that per the physician, the valve and implant procedure did not cause or contribute to the infection; however, the route and type of infection are unknown. Additional information was received that the death was caused by multi-organ failure due to septic shock. Per the physician, the valve, delivery catheter system (dcs) and implant procedure did not cause or contribute to the death.